Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a battery performance alert was observed via merlin. The patient was asymptomatic. A drop-in battery voltage that is significantly more than anticipated was noted. Early battery depletion was suspected. On (B)(6) 2019 the device was explanted. The patient is fine.